Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -09.5/2.5/077 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was explanted due to low vault on 14/jul/2022. In a second surgery on (B)(6) 2022, a longer length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.